Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic to follow up on humming around their pacemaker. The device was tested and all tests were within normal limits. Upon review, right atrial lead noise was discovered which was reproducible in clinic. No programming changes were reported. The patient was asymptomatic throughout and will continue to be monitored.